Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-00788 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the data file and the device performed to specification. Review of the device data file determined that the 10 analysis that were resulted in no shock advised were due to CPR being performed during analysis. Based on the analysis algorithm incorporated in zoll defibrillators, the analysis did not match the predefined criteria for shockable rhythms. It was concluded that the device worked as designed and configured, and within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.